Event description:
Caller reported a cartridge alarm 30 in their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer will use multiple daily injections as backup therapy, and tandem technical support decided to replace the pump with a new one featuring updated software. They provided instructions for putting the pump into storage mode and guidance for returning the problematic pump. The replacement pump was shipped, requiring a signature for delivery, and the customer agreed to return the faulty pump via ups within ten days.